Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the e227 error message was corrosion of the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope displayed an e227 scope communication error message. There was no patient involvement.